Event description:
It was reported by the pt's attorney that following a posterior mesh procedure the pt has suffered from erosion, shrinkage and extrusion of mesh, urinary retention, severe pain and surgical procedures to remove the mesh.